Manufacturer narrative:
Other relevant device(s) are: product ID: 8711, lot/serial #: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter, ubd: 18-sep-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of baclofen via an implantable pump for intractable spasticity and post spinal cord injury. It was reported the patient not receiving beneficial therapy. The doctor attempted to aspirate from the catheter access port (cap) in the operating room but was unsuccessful. The entire catheter was replaced on (B)(6) 2019. The catheter was disconnected from the pump and a portion of the catheter was tied off and left in the patient¿s body. The removed portion of the catheter was discarded. Therefore, it would not be returned for analysis. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting were performed. It was reported the issue was resolved at the time of the report. The patient¿s status was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were not available.